Event description:
Complaint reported: customer states after catheterization of pt nurses found catheter out of pt, in bed with the pieces of balloon visible. They placed a second catheter in the pt and the same incident occurred. Samples of the recovered balloon were retrieved in bed and forwarded to MFR. No pt injury or medical intervention reported.

Manufacturer narrative:
The device has been requested for investigation, but has not been received yet. Should device become available, a detailed review of the device will be performed and the investigation report will be sent to you.